Event description:
The hospital reported that during a coronary artery bypass procedure, it was observed through the window of the loading device that the heartstring iii seal was cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. There was no nonconformance recorded in the lot history which would be considered related to the reported event. (B)(4).